Manufacturer narrative:
Continuation of d10: product ID 97755 ,serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found there was a no device found message, the rtm cable insulation was torn at donut end and there appeared to be bite marks on the donut, and the rtm was scrapped after failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimul ator (ins). It was reported that the patient was not able to charge because the part of the recharger where the paddle connects with the cord gets too hot. There were no reported contributing factors. No troubleshooting was done. The patient was given the number for patient services to obtain a new paddle. The patient called in to patient services reiterating that their recharger was not working and they could not charge the ins. They stated that the recharger was getting really hot and they could not charge the ins because they were getting stuck on the prm (passive recharge mode) screen. The patient stated that they had spoke to a rep who told them to call in and get a replacement. The patient indicated that the issue had been going on for about a day and a half. The patient was transferred to the repair team for a replacement.